Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience low blood glucose. The customer¿s blood glucose level was 40 mg/dl, 180 mg/dl gave alarm 69 mg/dl, had chocolate 89 mg/dl. Customer not using auto mode. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.